Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was complications from diabetes and low blood glucose. The caller stated that the customer had diabetes and eye surgery that may have led to the customer's passing. The customer¿s blood glucose was 47 mg/dl close to the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.